Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, lock failure due to video connector malfunction and battery depletion were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite video system center screen fails to appear. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the screen was not appearing due to the broken pins of the receptacle board. In addition, it is likely the locking failure was caused by a faulty locking part of the video connector; however, it is unknown what caused the locking part to fail. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.